Event description:
It was reported that this was closure of an unspecified access site using a proglide device after a percutaneous venoarterial extracorporeal membrane oxygenation decannulation interventional procedure. Reportedly, the proglide device was deployed and the suture tightened as intended; however, slight bleeding persisted. A non-abbot device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled; "a hybrid hemostatic strategy with single suture- and plug-based closure devices for percutaneous venoarterial extracorporeal membrane oxygenation decannulation: using perclose and angioseal vip."

Event description:
Subsequent to the initially filed report, the following information was received: a procedural sheath was not used before device was inserted. A proglide device was used after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the device was deployed and knotted, but complete hemostasis was not achieved. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Reportedly, a procedural sheath was not used before device was inserted. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. For access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one devices and the pre-close technique are required. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: corrected date of event from 4/8/2025 to 12/11/2024.